Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Introducers are used to direct and place intravascular catheters, especially pulmonary artery catheters (pac), within a designated blood vessel. They may be left in place to serve as a central venous access after removal of the pac. Introducers may be used by themselves as a large bore central venous catheter for rapid volume resuscitation. Air embolism is a known complication of introducer usage. Patients who are spontaneously breathing (negative pressure) are at an increased risk for air embolism compared to patients on mechanical ventilation (positive pressure). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this introducer sheath, there was blood leakage at the hub two days after of the procedure. A (B)(6) year old male patient underwent off pump CABG on (B)(6) 2016. Patient was extubated next morning and the pa catheter was removed on (B)(6) 2016 morning. Then, at around 10 pm, the patient was put in a sitting position and developed breathing difficulty. Therefore, a bag and mask was used to assist with his breathing, and echocardiogram showed air in right atrium and right ventricle. Additionally, when the patient was made to lie down to assist ventilation blood started leaking from the hub of introducer sheath. Unfortunately, the introducer is not available for evaluation as it was discarded by the customer. Attempts have been made to find out the current condition of the patient with no success.